Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that his blood glucose reading was not being stored in the memory of the contour next one meter. The customer reported presenting symptoms such as headache and dizziness. During the call, customer ran another blood test and the reading obtained was properly stored in meter's memory. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.